Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in was damaged. The following information was provided by the initial reporter: after puncture with the device, when performing the catheter positioning flushing, a hole in the extension after basement was identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in was damaged. The following information was provided by the initial reporter: after puncture with the device, when performing the catheter positioning flushing, a hole in the extension after basement was identified.